Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. The infusion sets were falling off from her body. The patient had high blood glucose. The reporter alleged the infusion sets were defective from this particular box. No adverse event was reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.